Event description:
This 39 year old female underwent bilateral breast augumentation in 1981. The manufacturer of these breast implants is unknown to this reporting facility. The patient has since developed systemic problems consistent with scleroderma and is concerned about possible relationship between that and the implants. Gross description of the implants: right implant is intact with no leakage of its contents, but some bleeding possible; the left implant was grossly intact without leakage of its contentsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.